Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bowel resection. According to the reporter: an (B)(6) old patient was undergoing a redo colostomy for hirschsprungs disease. An incision was made at the site of the scar in the left lower quadrant and immediately apparent was a hugely dilated and hypertrophied colon. The lateral attachments and adhesions were progressively taken down to allow the mesentery of the left colon to be visualized. Using careful digital dissection, a window was created around the colon and a penrose drain was passed through this to elevate the colon into an operative field. A gia8038s was fired twice to complete the division of the colon at this level. The proximal colon was further mobilized in anticipation of creating the stoma. At this point, we noticed that the staple lines were not intact and had developed leaks at three points. It appeared that several of the staples had not compressed properly. The operative field was copiously irrigated and washed. The staple lines were oversewn with running vicryl sutures. These were imbricated in a second lay to provide adequate closure. There were three loading units from the same lot.